Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being in the emergency room due to high blood glucose of 419mg/dl. The customer experienced thirst and light headed. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found no delivery alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed a self test and passed. After receiving the tubing clamp the customer called back to perform the high pressure test and passed. The caller did not feel comfortable with the insulin pump and requested the device be replaced. No further information was provided.